Manufacturer narrative:
The technician isolated the issue to the control box. He replaced the control box to repair the bed.

Event description:
Info received indicates the head section cannot be lowered.